Event description:
A malfunction alarm, specifically malf 12, was reported, but no adverse impact on the customer¿s blood glucose level occurred as the level did not exceed 500 mg/dl. Customer received instructions from technical support on resetting the pump and was assisted in doing so. The malfunction did not recur after the reset, and the customer was advised to contact support again if any issues reappeared. The customer understood and acknowledged the guidance, and continued using the pump.